Event description:
It was reported that the only concern with the pump was that the patient was so little and only weighed (B)(6) that she could "literally tap on it and hear the metal". It was noted that the patient was concerned that the pump could poke through her skin eventually if she were to lose more weight. The patient reportedly started losing weight within the last year due to a gluten intolerance. The pump was infusing baclofen. It was later reported that the positioning of the device was corrected however, it was unclear if this was referring to the patient¿s pump or bladder stimulator. It was further reported, the patient had a neurologist in indiana who was refilling the pump. It was also noted, the patient hadn¿t complained to the health care provider (hcp) providing the report. Conflicting information was provided as the hcp also reported, the positioning of the device was corrected. Additional clarifying information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The pump currently delivered lioresal 2000mcg/ml at 291.6mcg/day in flex mode. The indication for pump use was intractable spasticity and cerebral palsy. The patient's pump had been sticking out" since implant on (B)(6) 2011. The patient did not have any negative effects from the pump sticking out. The patient stated the reason the pump was sticking out was that she was skinny and thin. The patient was "fatter" when she had the pump implanted and was now thinner.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).